Manufacturer narrative:
Event description; corrected data: the previously submitted MDR inadvertently did not include the information which was provided by the neurologist.

Event description:
Product analysis was completed for the generator on 07/22/2015. The data downloaded from the generator supports the infrequent use of the magnet function, which shows three magnet swipes since the final electrical test. In addition, magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. No evidence of body fluid remnants were observed in the header septa cavities, thus eliminating the possibility of a potential unintended electrical current path through body fluids. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an if=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Manufacturer narrative:
Event description; corrected data: the previously submitted MDR inadvertently did not include all product analysis details.

Event description:
Further review of the product analysis results indicated a battery voltage of 2.804 volts when the generator was initially received. The generator was received with the output current disabled. Time with the output current disabled allows the battery voltage to recover slightly. This supports a previously observed ifi or neos flag as stated in the clinic notes.

Event description:
Additional clinic notes were received and reviewed by the manufacturer. Within the clinic notes it was stated the patient also experienced an increase in seizure severity prior to the vns replacement which occurred in 2015.

Event description:
Information was received from the neurologist. She was unaware of the relationship between the increase in seizures and vns, if any. The patient is not having more seizures than prior to vns implant. She indicated that replacing vns is an intervention for the increased seizures. Information was received that the patient¿s generator was explanted and replaced on (B)(6) 2015. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2015 indicating that the patient had been experiencing an increase in seizures since her previous office visit on (B)(6) 2015. The seizures included gtc seizures which were noted to be previously rare, but the patient had been having several of these seizures per week which commonly lasted an hour in duration. The patient also had a gtc seizure a few days prior to the office visit which lasted four hours. At the (B)(6) 2015, the patient also began having an increase in falling episodes from clusters of small seizures. The patient¿s legs subsequently weakened and the patient was unable to walk for up to 45 minutes following the cluster seizures. The notes indicate that the majority of the seizures were small and would last up to a minute in duration, but clusters of these seizures sometimes lasted up to an hour up to 2-3 times per day. It was noted that the patient did not use the magnet in the past three years due to painful stimulation; however, the physician stated that magnet mode stimulation was frequently activated. The patient¿s medication levels were checked and the dph level was found to be 2.8 so the physician increased the dosage which provided initial improvement. The patient¿s device was tested and showed normal device function and an ifi condition. The physician indicated that the patient¿s events may be due to the depleting battery of the device or due to medication levels. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.